Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated upon inserting the sensor into the abdomen on (B)(6) 2019, they experienced bleeding from a punctured blood vessel. The patient went to urgent care and had the blood vessel cauterized. They were provided antibiotics to avoid an infection. At the time of contact, the patient was doing okay. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. . No additional patient or event information is available.